Manufacturer narrative:
The customer requested part information for a replacement etco2 replacement kit with no engineer evaluation.

Event description:
It was reported to philips that the device had a defective co2 module. There is no patient involvement.